Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that noise, low r-waves and low impedance were observed on the lead. The physician suspected lead fracture. The lead was capped and replaced. Patient condition is good.